Event description:
The pt had a 5.5cm infrarenal abdominal aortic aneurysm for repair with a gore excluder endoprosthesis. The 18 fr gore introducer sheath would not advance past the right hypogastric artery. An 8mm x 4cm boston scientific pta balloon was inflated into the right iliac artery and the balloon was removed. Upon removal, the pt's pressure plummeted. By angiography, the right iliac had transected. A cutdown was performed and the pt was stabilized. Using the same 18 fr gore introducer sheath, the physician advanced a trunk-ipsilateral leg component through the left iliac artery; however, the sheath was again not able to advance past the left hypogastric artery. The trunk-ipsilateral leg component was advanced bareback, but the device still would not advance and was discarded. The physician then performed a femoro-femoral artery bypass. An open procedure for the aneurysm repair will be scheduled.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. The pt's artery was 5-6-7mm. The 18 fr gore introducer sheath is for a 6.8mm diameter. Per the gore introducer sheath instructions for use, ensure the vessel is of adequate size and appropriate tortuosity for the insertion of the introducer sheath. If vessel is too small, major bleeding, vessel rupture/perforation, and serious injury to the pt including death may result. Attempt(s) to acquire info required for this form were made by gore. Blank required fields indicate that the info was not provided, was deemed unavailable or was not applicable.